Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of their transmissions revealed that their implantable cardiac monitor was oversensing p-waves and t-waves. The oversensing caused an episode to be incorrectly binned as atrial fibrillation. There was no intervention performed and the patient was in stable condition.